Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced increasing incontinence. The balloon was tested and was not providing sufficient pressure. The balloon was replaced and the issue resolved. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The decrease in balloon pressure observed clinically could not be confirmed. The reported patient symptom of incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.